Event description:
As reported by the user facility (translation of user facility info by (B)(4)): could not change the rate of dose: "during anesthesia an attempt to change infusion rate was made, but the device turned into a state where adjustment was not possible. The device however still administered drug to the patient. There was no hazard. An anaesthesin was called for and consequently the device was made operational by pressing the button "c".

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available. (B)(4).

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was visually investigated. The sample showed age-based marks of use and was found slightly contaminated. The infusomat space could be started without problems. Delivery rate of the device according to en 60601-2-24 abs.50.102*. Measured delivery rates were within specification. Pressure limitations were tested and found within specification. A long term test with multiple different therapies and delivery rates were tested. Over a time of 24 hours no malfunction was detected. The pump was opened for further investigation. No defects or deviations were found. The history log files of the infusomat space was investigated. The history log files of the pump revealed a use error as reason of the observation made by the customer.